Manufacturer narrative:
The problem was resolved through troubleshooting with the assistance of olympus technical support via the phone. Through troubleshooting, it was determined the problem was caused by the scopes used with the device. Technical support recommended to the reporter that they return the scopes to olympus for repair. The investigation is ongoing and the conclusive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the "b30" error occurred with multiple scopes when connected to the olympus, model clv-190, evis exera iii xenon light source. The problem, as reported to olympus, was identified during preparation for use. The intended procedure was completed using a disposable scope. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
Corrected filed - b5: the clv- 190 also displayed the endoscope communication error code e311. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one year since the subject device was manufactured. Based on the results of the investigation, it is likely that the b30 error occurred because of a communication failure that occurred due to dirt or water drop adhered to the connector of a scope side. A definitive root cause was not established. Olympus will continue to monitor field performance for this device.

Event description:
The clv- 190 also displayed the endoscope communication error code e311.